Event description:
Complaint for a right axillary skin ulcer. Post op exam was normal 2 days after surgery, ulcer developed 3 days after post op exam. The procedure included liposuction followed by renuvion cosmetic technology. Debridement for the ulcer was required.